Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the phasix mesh may have caused or contributed to the alleged infection. While the surgeon has alleged that the infection is related to the mesh, based on the information provided no conclusion can be made. Multiple attempts have been made to obtain additional information. However, to date only limited information is available. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Note the date of implant is an estimate as the contact did not know the exact date, however stated that it was approximately 18 months ago. Additionally, the date of event/explant date is an estimate as an exact date of the revision surgery was not provided. Should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
As reported approximately 18 months ago the patient was implanted with a phasix mesh. As alleged the patient developed an infection related to the mesh. In (B)(6) 2018 the patient underwent a procedure to remove some of the mesh due to the infection. As reported some mesh was left behind. The patient is currently being treated with antibiotics. The reporting facility is not the facility or surgeon that implanted the mesh and as reported the exact date of implant and product identifiers are unknown.